Manufacturer narrative:
This case was assessed as reportable to the FDA as the event,vascular occlusion, necrosis in the projection of the infraorbital orifice, was deemed to meet serious injury criteria of necessitates medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record for radiesse dermal filler lot 100119227 was reviewed. A lot search was conducted on the reported lot and no similar events were noted. No non-conformances were noted that would have contributed to this event.

Event description:
This spontaneous report was received from a (B)(6) physician and concerns a (B)(6) female patient (weight (B)(6), height 165 cm). She was injected with a total of 1.6 ml of radiesse®, into the middle third of the face, also reported as acrus zygomatic area (0.8 ml per side), for volume correction, on (B)(6) 2019. Radiesse® was diluted with anesthetic and injected using a needle into 6 injection points (3 point per side). The depth of injection was reported as supra-periostal. Batch number was reported as 100119227. A lot search was conducted on the reported lot and no cases were noted. The patient was previously treated with radiesse®, belotero®, xeomin® and underwent peeling. All treatments were reportedly well tolerated. It was also reported that the patient experienced tenderness after radiesse® injection into the same area. According to the glogau classification, the patient was in group ii. Further patient's medical history and concomitant medications were reported as none. On (B)(6) 2019, initially reported as the night of (B)(6) 2019, after the radiesse® treatment, the patient developed diffuse hematoma of the middle third of the face on the right side, that went wider than infra-orbital region, and tenderness (also on the right side). Corrective treatment included viagra, 1 tablet, trental, 300 ml intravenously, prednisolone, intravenously (60-90-60-30), vessel due f 2 tablets once per day, fraxiparine, subcutaneous injection, for 5 days. An ultrasound was performed and the maxillofacial surgeon was consulted. Antibiotic was prescribed both for prophylaxis and treatment. The patient was not hospitalized. The outcome of 'diffuse hematoma' was reported as resolving and of 'tenderness' was not reported. In the opinion of the reporter, the events were of moderate intensity, not life-threatening, related to radiesse®. Follow-up information was received on 20-dec-2019: this case was upgraded to serious. The events "diffuse hematoma" and "tenderness" were deleted. The event "vascular occlusion, necrosis in the projection of the infraorbital orifice" was added. Reportedly, the patient was not allergic to lidocaine. The physician informed that the final diagnosis was vascular occlusion, necrosis in the projection of the infraorbital orifice and the treatment was necessary to prevent permanent damage. At the time of the report, tenderness was resolving. The physician ambiguously reported that the final outcome of the event was expected to be transient or permanent. Due to the provided information, the outcome of the event was considered as resolving. In the opinion of the reporter, the event was not related to the incorporated lidocaine. Follow-up information was received on 10-jan-2020: in the opinion of the reporter, the event vascular occlusion, necrosis in the projection of the infraorbital orifice was transient. The outcome of the event remained unchanged.